Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's display board was replaced to address the issue. During the evaluation a "service required" alarm condition was observed. The device's system board was replaced to address the issue.